Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that cb2 on the power control board was tripped. Reporter stated that hospital lost power and this may have contributed to cb2 tripping. Reset cb2 and checked system. System functioned as intended and returned to service.

Event description:
It was reported that the 9800 system shut itself off and could not be turned back on. No pt injury was reported.